Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to a lack of atrial pacing following a mode switch. Technical services (ts) discussed that there was no atrial pacing as the fallback mode was vdir, thus the device was operating as programmed. Additionally, there appeared to be atrial standstill, which was a patient condition. Additionally, farfield oversensing and elevated right ventricular (rv) lead thresholds were noted upon review. Ts discussed troubleshooting options and programming considerations, and further evaluation in-clinic was recommended. This pacemaker system remains in service. No adverse patient effects were reported.